Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent partial deployment occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the an iliac vein. Following dilatation with a balloon catheter, a 7x40x75 epic vascular stent was advanced for treatment. However, the shaft was kinked and could not be deployed. The physician attempted to deploy the stent by rotating the thumb wheel but the marker did not move. Upon rotating the thumb wheel several times, the marker moved for several millimeters and the stent was deployed partially. The device was removed as the stent was not deployed as much as the thumb wheel rotated. The lesion was dilated with the balloon catheter and the procedure was completed. No patient complications nor injuries were reported.